Event description:
It was reported that the user experienced difficulty with infusion setup and tubing while connected to the ilet, including filling tubing with insulin while still connected and inadvertently administering 6 units of insulin. The user was uncertain about disconnection during a manual insulin injection; the user¿s glucose was initially elevated and they proceeded to pause therapy and use backup therapy before reconnecting. Symptoms included hypoglycemia with diaphoresis and shaking/tremors, with a documented low of 64 mg/dl treated with oral glucose. Outcomes included minor illness/impairment. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem associated with filling the tubing with insulin while connected to the ilet. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.